Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("severe pelvic pain / pain") in an adult female patient who had essure (batch no. 867652) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysfunctional uterine bleeding and uterine dilation and curettage. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion medically significant) and cystitis ("bladder infection"). In (B)(6) 2011, the patient experienced hormone level abnormal ("hormone unbalance"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and vaginal infection ("vaginal infection"). The patient was treated with paracetamol (acetaminophen), nsaid's and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, menstrual disorder, hormone level abnormal, vaginal haemorrhage, cystitis, vaginal infection, allergy to metals and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, cystitis, dysmenorrhoea, hormone level abnormal, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: abnormal vaginal bleeding, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. New reporter added. Plaintiff demography added. Historical conditions and treatment drugs added. Lot number received. Product indication updated. Events added as - hormonal level abnormal, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, nickel allergy, dysmenorrhea (cramping). Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("severe pelvic pain / pain") in an adult female patient who had essure (batch no. 867652 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysfunctional uterine bleeding and uterine dilation and curettage. Previously administered products included for birth control: depo-provera from (B)(6) 2011 to (B)(6) 2011; for prevent pregnancy: oral contraceptive nos from (B)(6) 2009 to (B)(6) 2010. Concomitant products included estrogens conjugated (premarin) since 2016, paroxetine since 2016, salbutamol (albuterol) since 1999 and sumatriptan (imitrex) since 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced cystitis ("bladder infection"). In (B)(6) 2011, the patient experienced hormone level abnormal ("hormone unbalance"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"), anxiety ("mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: rash"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), headache ("migraines/headaches;") and migraine ("migraines/headaches;"). The patient was treated with paracetamol (acetaminophen), nsaid's, progesterone, estradiol and surgery (ablation). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, pelvic pain, hormone level abnormal, vaginal haemorrhage, cystitis, vaginal infection, allergy to metals, dysmenorrhoea, anxiety, depression, rash, headache and migraine had not resolved and the menstrual disorder outcome was unknown. The reporter considered allergy to metals, anxiety, cystitis, depression, dysmenorrhoea, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: abnormal vaginal bleeding, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: pfs received: event migraines/headaches were added. Concomitant drugs, historical drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 867652-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding and uterine dilation and curettage. Previously administered products included for birth control: depo-provera from (B)(6)2011; for prevent pregnancy: oral contraceptive nos from (B)(6) 2009 to (B)(6) 2010. Concomitant products included estrogens conjugated (premarin) since 2016, paroxetine since 2016, salbutamol (albuterol) since 1999 and sumatriptan (imitrex) since 2016. On (B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced cystitis ("bladder infection"). In (B)(6) 2011, the patient was found to have hormone level abnormal ("hormone unbalance"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy, allergic reaction"), anxiety ("mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: rash"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), headache ("migraines/headaches;") and migraine ("migraines/headaches;"). The patient was treated with estradiol, nsaids, paracetamol (acetaminophen), progesterone and surgery (salpingectomy - bilateral and ablation). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and allergy to metals had resolved, the menstrual disorder outcome was unknown and the hormone level abnormal, cystitis, vaginal infection, dysmenorrhoea, anxiety, depression, rash, headache and migraine had not resolved. The reporter considered allergy to metals, anxiety, cystitis, depression, dysmenorrhoea, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device. She had been treated for pain, bleeding, allergic reaction problems diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: abnormal vaginal bleeding, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("severe pelvic pain / pain") in an adult female patient who had essure (batch no. 867652 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysfunctional uterine bleeding and uterine dilation and curettage. Previously administered products included for birth control: depo-provera from (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced cystitis ("bladder infection"). In (B)(6) 2011, the patient experienced hormone level abnormal ("hormone unbalance"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"), anxiety ("mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: rash"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and vaginal infection ("vaginal infection"). The patient was treated with paracetamol (acetaminophen), nsaid's and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, menstrual disorder, hormone level abnormal, vaginal haemorrhage, cystitis, vaginal infection, allergy to metals, dysmenorrhoea, anxiety, depression and rash outcome was unknown. The reporter considered allergy to metals, anxiety, cystitis, depression, dysmenorrhoea, hormone level abnormal, menorrhagia, menstrual disorder, pelvic pain, rash, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: abnormal vaginal bleeding, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: pfs received. Historical drug was added. Added events psychological or psychiatric problems condition: depression and mental anguish, rashes or skin conditions type: rash. Added and updated onset date of event. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 867652-inv, 857592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding and uterine dilation and curettage. Previously administered products included for birth control: depo-provera from (B)(6) 2011 to (B)(6) 2011; for prevent pregnancy: oral contraceptive nos from (B)(6) 2009 to (B)(6) 2010. Concomitant products included estrogens conjugated (premarin) since 2016, paroxetine since 2016, salbutamol (albuterol) since 1999 and sumatriptan (imitrex) since 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced cystitis ("bladder infection"). In (B)(6) 2011, the patient was found to have hormone level abnormal ("hormone unbalance"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy, allergic reaction"), anxiety ("mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: rash"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), headache ("migraines/headaches;") and migraine ("migraines/headaches;"). The patient was treated with estradiol, nsaids, paracetamol (acetaminophen), progesterone and surgery (salpingectomy - bilateral, removal of the essure coils and diagnostic hysteroscopy and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and allergy to metals had resolved, the menstrual disorder outcome was unknown and the hormone level abnormal, cystitis, vaginal infection, dysmenorrhoea, anxiety, depression, rash, headache and migraine had not resolved. The reporter considered allergy to metals, anxiety, cystitis, depression, dysmenorrhoea, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device. She had been treated for pain, bleeding, allergic reaction problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: abnormal vaginal bleeding, dysmenorrhea, menorrhagia, pelvic pain. Lot # reported (867652) is invalid. Lot number: 857592 manufacturing date: 2011/05 expiration date: 2014/05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 867652-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding and uterine dilation and curettage. Previously administered products included for birth control: depo-provera from (B)(6) 2011 to (B)(6) 2011; for prevent pregnancy: oral contraceptive nos from (B)(6) 2009 to (B)(6) 2010. Concomitant products included estrogens conjugated (premarin) since 2016, paroxetine since 2016, salbutamol (albuterol) since 1999 and sumatriptan (imitrex) since 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced cystitis ("bladder infection"). In (B)(6) 2011, the patient was found to have hormone level abnormal ("hormone unbalance"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy, allergic reaction"), anxiety ("mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: rash"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), headache ("migraines/headaches;") and migraine ("migraines/headaches;"). The patient was treated with estradiol, nsaids, paracetamol (acetaminophen), progesterone and surgery (salpingectomy - bilateral and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and allergy to metals had resolved, the menstrual disorder outcome was unknown and the hormone level abnormal, cystitis, vaginal infection, dysmenorrhoea, anxiety, depression, rash, headache and migraine had not resolved. The reporter considered allergy to metals, anxiety, cystitis, depression, dysmenorrhoea, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device. She had been treated for pain, bleeding, allergic reaction problems diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: abnormal vaginal bleeding, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("severe pelvic pain / pain") in an adult female patient who had essure (batch no. 867652 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysfunctional uterine bleeding and uterine dilation and curettage. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion medically significant) and cystitis ("bladder infection"). In (B)(6) 2011, the patient experienced hormone level abnormal ("hormone unbalance"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and vaginal infection ("vaginal infection"). The patient was treated with paracetamol (acetaminophen), nsaid's and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, menstrual disorder, hormone level abnormal, vaginal haemorrhage, cystitis, vaginal infection, allergy to metals and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, cystitis, dysmenorrhoea, hormone level abnormal, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: abnormal vaginal bleeding, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality department mentioned that the reported lot number 867652 invalid. FDA codes were added. No follow-up ptc investigation will be provided. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 867652-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding and uterine dilation and curettage. Previously administered products included for birth control: depo-provera from (B)(6) 2011 to (B)(6) 2011; for prevent pregnancy: oral contraceptive nos from (B)(6) 2009 to (B)(6) 2010. Concomitant products included estrogens conjugated (premarin) since 2016, paroxetine since 2016, salbutamol (albuterol) since 1999 and sumatriptan (imitrex) since 2016. On (B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced cystitis ("bladder infection"). In (B)(6) 2011, the patient was found to have hormone level abnormal ("hormone unbalance"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy, allergic reaction"), anxiety ("mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: rash"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), headache ("migraines/headaches;") and migraine ("migraines/headaches;"). The patient was treated with estradiol, nsaid's, paracetamol (acetaminophen), progesterone and surgery (salpingectomy - bilateral and ablation). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and allergy to metals had resolved, the menstrual disorder outcome was unknown and the hormone level abnormal, cystitis, vaginal infection, dysmenorrhoea, anxiety, depression, rash, headache and migraine had not resolved. The reporter considered allergy to metals, anxiety, cystitis, depression, dysmenorrhoea, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device. She had been treated for pain, bleeding, allergic reaction problems diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: abnormal vaginal bleeding, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: pif received : event outcome for pain, bleeding, allergic reaction updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.